Manufacturer narrative:
A siemens customer service engineer (cse) specialist was dispatched to the customer site. During two visits to the site, the cse inspected the ion-selective electrode (ise) module and replaced the seals, removed salt build-up from an ise module, checked and adjusted the mixer operation, and checked the sample-dilution probe (dpp) alignment. The cse then performed precision testing and calibrated the ise. The cse also replaced an ise degasser and heater, cleaned salt build-up from the base of an ise module and replaced the chloride electrode. The cse performed precision testing and ran quality controls and calibration, which were acceptable. The cause of the discordant, falsely elevated chloride results on two patient samples is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Discordant, falsely elevated chloride (cl) results were obtained on two patient samples on an advia 1800 instrument. The discordant results were not reported to the physician(s). The samples were repeated on an alternate advia 1800 instrument, resulting lower. It is unknown if the repeat results were reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely elevated chloride results.